Event description:
During a routine follow-up, a large number of noise reversions were observed. Upon reviewing the electrograms, it was determined that an anomaly may exist in the device's output circuit. The leads tested fine and a replacement device was successfully implanted.